Manufacturer narrative:
Concomitant products: 5054-52 lead, implanted: (B)(6) 2001. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and had fractured. The replacement lead was attempted but found to have no capture. It was also reported that the attempted lead's helix would not retract and was later found to be bent. The leads were both capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.